Event description:
(B)(4). Hair loss, scalp tenderness, rash, irritability, incontinence, pelvic pain, fatigue, periods every 15 days for 10 days with heavy bleeding ( saturate tampon every hour), back pain, soar muscles, feel like I have the flu the week before my period ( every time)... Major bloating.....